Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump resumed insulin delivery without customer interaction after manual suspensions on multiple occasions. Tandem technical support was unable to review pump data to confirm issue as customer was unable to recall event dates. There was no reported impact to blood glucose.